Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for a laparoscopy procedure, the visera 4k ultra high definition (uhd) camera control unit presented a e116 error message which made it impossible to use the equipment. The same device was not used to complete the procedure. The intended procedure was completed with another laparoscopy system. No other equipment was replaced to complete the procedure. The issue occurred two (2) times on the same day. No patient harm reported.this complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The device was successfully repaired on-site. Olympus will continue to monitor field performance for this device.